Event description:
On (B)(6) 2012, it was reported that the pump dispensed insulin during the load cartridge phase. It was reported that the patient was disconnected during the load step as instructed. This complaint is being reported because this alleged malfunction of the load step malfunction remains unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 08/22/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 07/30/2012 with the following findings: review of the black box showed two 'loss of prime' warnings associated with failure to perform an "ez-prime" operation and a 0.00 unit basal warning. There were no alarms related to the complaint in the alarm history. An "ez-prime" operation was performed with no difficulties noted. The pump was exercised for 24 hours with no loss of prime warnings being duplicated. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.